Manufacturer narrative:
No product was received per customer. The photo provided by the customer shows a small hole in the silicone tubing near the upper fitment. The root cause was not identified. Received from the customer was one new unopened primary set model 2278-0500 lot 18085045. No leaks, holes, tears or anomalies were noted during visual, functional, or pressure testing of the new set.

Event description:
Customer reported that during an infusion there was leaking from below the upper fitment/silicone tubing connection. Although requested, no further information has been received.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
Customer reported that during an infusion there was leaking from below the upper fitment/silicone tubing connection. Although requested, no further information has been received.